Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received alarming during the prime test due to faulty force sensor. However, the insulin pump passed the displacement test and bolus delivery. No motor error alarms occurred during test. Motor tested ok. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump drive support cap is protruding. Nothing further was reported.